Event description:
Main body graft was introduced and deployed. Contralateral limb was cannulated and an iliac leg graft was deployed into the limb of the main body graft, landing as planned. The ipsilateral iliac leg graft was deployed with a one and a half stent overlap. The leg graft landed, occluding the right hypogastric artery. The pt's left hypogastic was stenosed. Due to the inadvertent occlusion of the right hypogastric, the physician attempted to stent the left hypogastric via the brachial approach. A stent was placed into the left hypogastric in order to ensure patency of the vessel. Post angiogram showed good results. No further intervention was performed.